Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, the device could not be interrogated. No electrocautery was present. The device could not be interrogated in another environment. Device replacement was recommended. No further information is available.